Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed by simply pulled out from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Returned product consisted of a threader balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed that the tip is damaged and the balloon is loosely folded. There is a pinhole 1mm from the marker band. There is no indication the device was inflated over rated burst pressure (rbp).